Event description:
It was reported that the patient was found unconscious by their family. The patient was admitted to the local hospital with a urinary tract infection. The patient's infectious state was believed to have led to unconsciousness. The patient was given parenteral antibiotics. Ultrasound of the kidney found stenosis of the ureter and nephrolithiasis that required stent placement in the left ureter. The patient had mild renal insufficiency. The patient was rehydrated, and the therapy had good effect. There was evidence of a pump disconnection for a limited period of time, but the pump parameters were stable. Related MFR #: 2916596-2022-15059.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnected alarm was not confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation, and no log files were submitted for review. Provided information indicated that the pump disconnection was for a limited amount of time, and the parameters of the pump were stable following the event. The root cause of the reported event could not be conclusively determined via this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ warns the user that if the driveline disconnects from the system controller, the pump stops. The user is instructed to promptly reconnect it in order to resume pump operation. The heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the pump disconnection was not able to be determined. The patient was discharged on (B)(6) 2022.